Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation the cable connecting ECG c and ECG d, the cable connecting ECG a, b and the front therapy electrode, and the cable connecting the distribution node (dn) to the rear therapy electrodes (te) was pulled from the strain relief, damaging wires in the cable. Additionally, the j703 and j704 connectors were broken off the dn pca. The root cause for the strained cables was excessive force. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's belt cable was damaged.